Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4193 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was damaged. The decision was made to extract and replace the ra lead. No patient complications have been reported as a result of this event.